Event description:
The customer tested her blood glucose using her contour meter and received a reading of 274 mg/dl. She retested using another meter and received a reading of 113 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer could not provide strip information. She was expected to return the test strips for evaluation, but they were not received. New meter and strips were sent to the customer.